Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked reservoir tube, a small crack on the reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose level. Customer¿s blood glucose level was 508 mg/dl, at the time of incidence. Customer's blood glucose level was over 300 mg/dl. Customer was okay to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.